Event description:
During the coil embolization procedure of the vertebral artery aneurysm (not calcified and not tortuous), when advancing an enterprise vrd (B)(4) in a prowler microcatheter (catalog and lot unknown), severe resistance occurred at the distal section of the microcatheter. Both the vrd and the microcatheter were safely withdrawn as a unit and the procedure was continued using new products. Afterwards, the procedure was completed with no further issues. No patient injury was reported. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There were no damage/defects noted on the devices after the event. The complaint products are going to be returned for evaluation. No further information is available and procedural images are not available.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106627. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00261 and 1058196-2012-00262.

Manufacturer narrative:
During the coil embolization procedure of the vertebral artery aneurysm (not calcified and not tortuous), when advancing an enterprise vrd (enc452812/10106627) in a prowler microcatheter (catalog and lot unknown), severe resistance occurred at the distal section of the microcatheter. Both the vrd and the microcatheter were safely withdrawn as a unit and the procedure was continued using new products. Afterwards, the procedure was completed with no further issues. No patient injury was reported. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on either the mc or the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There were no damage/defects noted on the devices after the event. No further information is available and procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10106627. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non sterile unit of enterprise delivery system and prowler microcatheter were received tangled and coiled in a sealed clear pouch. The original pouch (packaging) was also received, it was opened on the correct side. A lot of traces of dried blood were observed inward and on the external of body of the prowler microcatheter. A bent condition of the enterprise device was observed at 32cm from distal tip, the introducer tube was observed without stent the stent was found trapped and deployed in the prowler microcatheter hub (deployed). Functional analysis was performed according to procedure. The delivery wire, without the enterprise stent which had been deployed, was introduced through the returned microcatheter and a strong resistance was felt; the delivery wire was unable to go through it. When the microcatheter was flushed, it was observed that several dried blood residuals were coming out from the inner body of the microcatheter. Then the delivery wire was introduced again through the microcatheter and it was able to trough it without any difficulty. The stent was removed from the microcatheter hub and observed under vision system and no damages were found. The ID from the mc was measured and was found within specification. Although based on the available information the exact cause of the event could not be determined, with functional testing of the returned devices, the inability to insert the enterprise delivery wire through the prowler microcatheter was confirmed and was due to blood accumulation in the body of the prowler. The stent was found deployed in the hub of the microcatheter. If the introducer is not fully seated in the hub of the microcatheter during withdrawal of the enterprise system the stent will expand as exits the catheter shaft into the hub. The returned devices did not present with any indications of manufacturing defect or anomaly. The records indicated that the enterprise vrd system met specification prior to shipment; the records of the prowler could not be reviewed since the lot number is not known. Procedural factors including maintenance of an adequate continuous flush, as required per both the enterprise vrd and prowler microcatheter instructions for use, appears to have contributed to the event. Therefore no corrective or preventive actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00261 & 1058196-2012-00262.

Manufacturer narrative:
A non sterile unit of enterprise delivery and microcatheter were received tangled and coiled in a sealed pouch clear. Also, the original pouch (packaging) was received, it was open. A lot of traces of dried blood were observed inward and on external of body microcatheter. Enterprise device a bend condition was observed at 32cm from distal tip, the introducer tube was observed without stent the stent was found trapped into microcatheter hub (deployed). Pouch was opened in correct side. Functional analysis was performed according to (B)(4) without enterprise stent the delivery wire was introduced trough of microcatheter and a strong resistance was felt, the delivery wire was unable to go through it. When the microcatheter was flushed, it was observed that several dried blood residuals were coming out from the inner body of the microcatheter. Then the delivery wire was introduced again through the microcatheter and it was able to trough it without any difficulty. The stent was removed from microcatheter hub and observed under vision system and no damages were found. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10106627. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as "delivery wire/ impeded-in microcatheter" was confirmed due to the delivery wire was unable to go through of microcatheter, this was due to blood accumulation in the body. The exact cause of the reported failure by the customer as well as the bent condition in enterprise and trapped stent in microcatheter hub, found during visual analysis, could not be conclusively determined. However, could be related to procedural factors. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore, no corrective or preventive actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00261 & 1058196-2012-00262. Additional information will be submitted within 30 days of receipt.